Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield of a 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter broke off during activation. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: two samples in open packages were returned for evaluation. A visual inspection revealed that sample one was received with collar hub separation. Sample two was received with the green IV shield missing and the safety shield engaged over the IV needle. A review of the device history record was completed for batch 6161555. A qn was issued for hub/collar separation. The quality control plan was followed. Conclusion: an absolute root cause for this incident cannot be determined as a manufacturing related issue because of in-line vision systems. However, CAPA (B)(4) has been opened to investigate hub collar separation.